Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence, it was observed the pressure regulating balloon popped. The aus was explanted and replaced. There is no additional information reported.